Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient who was enrolled in a study underwent a da vinci-assisted pulmonary segmentectomy surgical procedure. Ten days later a post-operative infection was identified. Antibiotics were prescribed as medical treatment, and the study investigator reported the event as resolved on post-operative day 13. There was no report that a da vinci device malfunctioned during the procedure.